Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During procedure, it was noted that the right ventricular lead conductors were exposed through the insulation. The lead was capped and replaced on (B)(6) 2017 without adverse event. Patient remained stable before, during, and after the procedure and will continue to be monitored.